Manufacturer narrative:
Reporter is a synthes employee. The complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be not be confirmed since there is no evidence of breakage, however, the device is scratched. The photo appears to depict only the slider component, with scratches. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection of the set, the depth gauge for 3.5mm cortex screws was discovered broken. The rolling bearing of the depth gauge was jammed, causing the sleeve to not slide properly. There was no patient involvement. This report involves 1 depth gauge for 3.5mm cortex screws. This is report 1 of 1 for (B)(4).